Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced vomiting, malaise, fatigue, and polydipsia. The cgm egv was 106 mg/dl and the bg was 534 mg/dl. The patient self-treated the symptomatic hyperglycemia with 14 units of insulin. The patient was transported to urgent care. At urgent care, the cgm egv was 93 mg/dl and bg was 345 mg/dl. Urgent care staff advised the patient to go to the hospital for evaluation. At the hospital, the patient reported the sensor inaccuracy continued and described the cgm as 250 mg/dl off, but could not recall the bg and cgm egv. The patient was treated by the staff. At the time of the report, the patient was anxious but was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.